Manufacturer narrative:
One flexibility¿ ablation catheter, bi-d, curve f-j was returned due to a steering issue. The catheter deflected when actuating the steering mechanism and the curve dimensions met specifications; however, the catheter was out of plane due to a cut in the shaft proximal to electrode 2. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported steering issue is due to the cut in the shaft of the catheter. The cause of the cut in the shaft remains unknown.

Event description:
This report is to advise of an incidental finding of catheter shaft damage, exposing internal components observed during analysis.